Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call to have high and low blood glucose. Customer mentioned the doctor suggested him to try different infusion sets. Customer's blood glucose ranged from 500 mg/dl to 33 mg/dl. Customer was hospitalized once for low blood glucose. Customer's blood glucose was 55 mg/dl. Customer was wearing the device at time of hospitalization. During troubleshooting, device passed the displacement test. After troubleshooting, customer was advised to monitor the device. Customer will not be returning the device for analysis.